Manufacturer narrative:
H10 device evaluation: a review of the companion sample observed fibers sticking out of the top of the pledget on an unused tampon. No other defects or anomalies were found. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Manufacturer narrative:
The final investigation is pending results.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. This occurred while she was at work so she had to go home and take a shower to ensure the remaining tampon pieces were removed. Consumer reported she saw her doctor two days later for a regular appointment and brought up the pledget issue. Her doctor did not perform a vaginal exam, but told consumer to contact her if she developed any symptoms. Consumer did not receive additional medical treatment. She believed she had removed all the pledget pieces from her vaginal cavity. She did not experience any adverse health effects.